Event description:
Lma aperture bars were intentionally cut for a bronchoscopy procedure. During the procedure, a foreign body was seen in pt's airway. Caregivers attempted to remove via suction and using the videoscope to no avail. They got the piece above the vocal chords but then could not find it. The assumption is that it is a piece of aperture bar.what was the original intended procedure?bronchoscopy.device #1is this a laboratory device or laboratory test?no.